Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection on the photographs revealed a cut near the top of the bag.the reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a compounded 1.5 l eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was "split" and leaking. The customer reported that it appeared to have a hole pierced in both the top chamber of the bag and the top of the silver over pouch. This was identified at the patient's home before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.